Event description:
During pick-up of the citadel plus bed frame, the arjo service consultant detected that the right side rail detached partially from the bed's frame. The lower arm that is part of the side rail locking mechanism was broken in two pieces. The interviewed customer staff explained that the damage occurred when the bed frame was in use. The patient wanted to get out of bed so he raised the backrest section and did not notice that half of the bed extension frames were not extended. No injury occurred.

Manufacturer narrative:
The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage. The citadel plus instruction for use (831.374) instructs user to ¿make sure all eight width extension sections are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition.¿ additionally, the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. It has been determined that the side rail lower arm became damaged (broken in two pieces) because it was caught by the extension section. The side rail was damaged and from that perspective, the citadel plus bed did not meet the performance specification. The device was in use when the issue occurred. No injury was reported. The complaint was decided to be reportable due to the side rail partial detachment.